Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an six (6) units of extension set had leaked when connected to the homechoice cassette. This event occurred during use of the device. The patient stated the way they had connected the extension set to the homechoice cassette may have caused the leak, but this could not be verified in all occurrences. There was no patient injury or medical intervention associated with this event. No additional information is available.